Event description:
It was reported that the left ventricular lead had pulled back into the coronary sinus and the threshold was noted to be high. The device was noted to reach elective replacement indicator with early. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo, and the outer insulation of the lead was observed to have blood ingression. The analyst noted that the breach of insulation did contribute to the electrical complaint. (B)(4).